Event description:
It was reported that a customer's pump fell on the floor, resulting in a screen displaying a malfunction with a specific code. There was no adverse impact to the customer's blood glucose level. The customer had the pump replaced, and no further action was needed by technical support at the time.